Manufacturer narrative:
The attached user facility report ((B)(4)) was received from the (B)(6) registry. The pump was returned to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). A user facility report was received from the (B)(6) registry that indicated that the pt presented to the ER with shortness of breath (sob), renal, liver and right heart failure (rhf) along with hemolysis. The transesophageal echocardiogram (tee) showed thrombus/pannus growth on the inflow conduit. Add'l info was received six days later from the hospital's biomedical engineer that the pt expired. Further info was received from the physician that the pt's death was due to a medication reaction and was not related to the pump. The physician ruled out thrombus and hemolysis as no hemolysis labs were abnormal, but rather was in right heart failure (rhf). The physician thought this presentation of rhf was a progression of the pts native ischemic heart failure. The pt was treated as an inpatient with inotropes for rhf. During his inpatient stay, he developed renal failure and was listed for a heart/kidney transplant.